Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown, as information was requested but not provided. Implant date: not applicable, as there is no indication that the lens was implanted. Explant date: not applicable, as there is no indication that the lens was implanted. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was broken. Through follow-up we learned that when the lens was removed from the cartridge it came out on the side, not where it was supposed to come out, and the lens was damaged. No further information was provided.

Manufacturer narrative:
Corrected information: upon further review it was noted that the email address was inadvertently left blank on the initial report. Therefore, this filing is to correct the following field accordingly: section e1 - email address: (B)(6) all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.